Event description:
It was reported that during the kit inspection rust was detected on a subtalar cbs sys 7.5 tap cann 150 mm ao on (B)(6) 2014 after return of the hospitals. It was also reported that there was already a black shine on the instruments at the operation.

Manufacturer narrative:
The MFR received the device for investigation on november 20 2014. The investigation is pending. Pictures of the device were received for review. As the lot number of the instrument is unreadable due to rust, it is not possible to check the DHR at the moment. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available that changes this assessment, an amended med device report will be submitted. (B)(4).